Event description:
A customer reported that a cgm error 42 occurred. There was no reported impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions for performing a complete pump reset, and the customer planned to reset the pump when ready.